Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash described as broken out skin on her right side that developed into a wound. The patient's nurse reportedly treated the wound, and the patient's physician treated the wound with antibiotics and a cream. Follow-up indicated that the irritation had improved.